Event description:
Boston scientific received information that this right ventricular (rv) lead had increased pacing threshold compared to the threshold measurements on implant. Chest x-ray was taken and it was found out that the lead was dislodged. The patient also felt stimulation during the threshold test. The physician had it repositioned successfully. Rv lead still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.